Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: 041826, lot#: 021498881, product type: accessory. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported a jelly slimy ground pad that causes impedance issues. Factors that may have led or contributed to the issue was not known at the time. Actions taken were not known at the time but the issue was resolved. No surgical intervention occurred or was planned. Additional information reported that the percutaneous nerve evaluation was carried out on 2018-apr-11. The issue was noticed 5 days post op. Total technical failure at day 6 so the test was terminated. The patient had back issues. Additional information received reported that the patient was completely unaware about the jelly issue. The patient attended due to a technical issue with one of their wires not appearing on the patient programmer controller and when they looked at the patient's set up, they spotted the "jelly" on the pad. In previous patients, they had just replaced the ground pad for a new one when they spotted the issue. The patient's test was a technical failure due to displaced wires so the test was abandoned. There was reports that they had previously just swapped the pad out for a new one. The cause remains unknown, but suspected moisture from somewhere (maybe perspiration) which was having a reaction with the adhesive on the pad. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins serial number was not available as they didn't document which patient it was. The lead lot number was also not available. The ground pad being changed resolved the issue. The ground pad having moved was the cause of the technical failure/displaced wires. It was noted that the information was confirmed with the healthcare professional.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: 041826, lot# 021498881, product type: accessory. Correction: updated to neu_ens_stimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead; product ID: 041826, lot# 021498881, product type: accessory. Analysis of the ground pad (s/n: (B)(4)) found ground pad conductive gel anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.